Event description:
Cap inadvertantly left on t-piece exhalation tube. Pt with respiratory distress due to inability to adequately exhale. Cap removed and pt's distress resolved. Suggestions: the notation "remove cap on trach care t piece before beginning any form of continuous flow therapy" should be more prominently displayed. Provide a sticker with similar warning on the t piece cap.